Event description:
The customer reported to olympus, the colonovideoscope had no communication with the processor. The device was returned for evaluation. During the device evaluation, it was found adhesive around lg lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: aw (air/water) cylinder had no color, s (suction) cylinder had no color, circuit board unit in s-connector had corrosion due to water leakage, circuit board unit in s-connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, due to corrosion on plug unit, e226 (scope communication error) occurred, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to annual inspection, parts must be replaced, and adhesive around objective lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.